Event description:
It was reported that the patient need a shoulder MRI and it was noted that the scs system wasn't working. It was reported that the patient was supposed to go and have it repaired / replaced however the patient was admitted to the hospital for different reason and hadn't had the repair / replacement yet. It was unknown why the system was not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v003825, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).